Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the tissue was trapped on roller during surgery. The tissue was saved and used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 3:1 ratio cutter, (B)(4) for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated this skin graft mesher . Initial qa inspection of the skin graft mesher revealed that the cap nuts were missing from the calibration bolts causing the device to stick shut with the cutter in the device. The calibration was out of specifications but still produced a passing sample mesh. The comb, roller, and roller gear were all damaged. Prior to repair it was also noted that the comb was only bent on the very end. The roller was damaged at the handle section and the rest didn't show signs of visual damage. The repair technicians were also spoken to and the comb wouldn't have caused the reported event. The 3:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, damaged comb, cap nuts and gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the cap nuts were missing from the calibration bolts causing the device to stick shut with the cutter in the device. However, it was also noted that device roller and comb were damaged which had no impact on reported event. The root cause of the reported event was due to the missing cap nuts which caused the device calibration just fall off or decompress enough to throw it out of calibration which made the device to stick shut with the cutter in the device which in turn will lead to trap tissue on the roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.